Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose over 500mg/dl. The caller stated that the customer returned home and the customer was getting no delivery alarms. The mother stated that the infusion sets were changed, and two infusion sets are working fine, but the other two infusion sets gave no delivery alarms. Troubleshooting was performed, and the drive support cap appears to be normal. The high pressure test was performed and the test passed. No further information was provided.